Manufacturer narrative:
(B)(4).

Event description:
Bausch & lomb rec'd a published literature by a surgeon who reports performing cataract surgery with implantation of the akreos mi60 intraocular lens. Intraoperatively, a posterior capsule rupture occurred in one eye. Additional information was not provided.